Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This record is being submitted to include patient identifier and device details.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) was noted to have an explant time of eleven months. Four months after this visit, the patient presented with beeping tones from the device, which indicated the elective replacement indicator (eri) had been reached. The patient did not experience asystole. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This device was lost by the healthcare facility.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) was noted to have an explant time of eleven months. Four months after this visit, the patient presented with beeping tones from the device, which indicated the elective replacement indicator (eri) had been reached. The patient did not experience asystole. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This device was lost by the healthcare facility.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.